Event description:
It was reported that the wake button on the pump was not working intermittently, requiring the customer to press it multiple times or plug in the pump to a power source in order to turn the pump screen on at times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.